Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched lcd window, and cracked reservoir tube lip. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had fluid under the lcd display. The customer also reported that they received a failed battery test alarm after inserting battery. The customer's blood glucose was 73 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.